Event description:
The article, "balloon-expandable versus self-expanding valves for transcatheter aortic valve replacement using new generation devices: an analysis of the brazilian ribac-nt registry", was reviewed. The article presented a retrospective, multicenter study to compare the in-hospital outcomes of tavr performed with new-generation balloon-expandable (bev) vs. Self-expanding valves (sev) in a real-world population. Devices included in the study were sapien 3, sapien 3 ultra, myval, evolut r/pro, acurate neo/neo 2, and portico. The article concluded that in real-world all-comers tavr patients, from brazil procedures performed with newer generation bev and sev devices had comparable in- hospital outcomes. [The primary and corresponding author was henrique b. Ribeiro, hospital samaritano paulista, são paulo, brazil, with corresponding email: hbribeiro@gmail.com] the time frame of the study was from june 2014 to february 2023. A total of 1706 patients were included in the study, with 887 receiving a bev and 819 receiving a sev. Only 1.8% of the sev group received an abbott device. The average age was 70.7 years and the majority gender was male. Comorbidities included diabetes, atrial fibrillation, pacemaker, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, stroke, peripheral vascular disease, and chronic obstructive pulmonary disease.

Manufacturer narrative:
Summarized patient outcomes/complications of balloon-expandable versus self-expanding valves for transcatheter aortic valve replacement using new generation devices: an analysis of the brazilian ribac-nt registry were reported in a research article in a subject population with multiple co-morbidities including diabetes, atrial fibrillation, pacemaker, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, stroke, peripheral vascular disease, and chronic obstructive pulmonary disease. Some of the complications reported were bleeding,stroke, and the need for a new pacemaker these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: balloon-expandable versus self-expanding valves for transcatheter aortic valve replacement using new generation devices: an analysis of the brazilian ribac-nt registry.